Event description:
It is reported that a customer experienced low blood glucose of 43 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer was assisted with assisted with trouble shooting and as assisted with adjusting the customer's cannula amount from 4.0 to 0.3 which should resolve the issue. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.